Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the tissue pad broke off and fell into the patient which was then taken out and discarded. The tissue pad was not handed over and was discarded there and then. The surgeon only activated the device with the tissue between the jaws. They then opened another ace36e for the surgery.

Event description:
It was reported that during an unknown procedure, while using the device, the teflon pad on the upper jaw dropped off when the surgeon held the tissue between the jaws and hence it stopped working in the desired manner. It is unknown how the case was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l91f6x. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.